Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient reported slow draining issues with the liberty cycler. The patient has remained asymptomatic during this peritoneal dialysis cycle. (B)(6). The reported drain volume of 4448ml was 202% was over the expected drain volume which resulted in a reportable malfunction. The patient reported experiencing pain but did not require medical intervention as a result of the overfill.

Manufacturer narrative:
External visual inspection: there were indications of dried fluid within the cassette compartment. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. There were no fluid leaks in the test cassettes during the treatment tests. The reported complaint symptom ¿draining slowly¿ was not reproduced during testing. The reported complaint symptom ¿pressure leak warning¿ was not reproduced during testing. The complaint symptom increased intraperitoneal volume was not reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. Symptom code ¿product allegation of deficiency/ae not requiring mi¿ - represents the reported clinical symptoms as noted below. The cycler performed as designed during testing. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The cycler passed the mushroom head check. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.